Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Returned device consisted of a sterling balloon catheter, loosely folded and there was blood in the balloon. Functional testing was performed by connecting an inflation device filled with water to the hub. When pressure was applied, water was found to be leaking from the balloon. Microscopic inspection found a hole in the balloon, 20mm from the tip of the device. Microscopic inspection of the device's tip found no irregularities or damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right iliac artery. A 7.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, on the second inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The balloon was completely removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.